Event description:
Baxter sigma infusion pumps have a ground plug that comes out very easily and gets stuck in the wall outlet. Our hospital electrician is worried that a pt may be injured when they go to plug in their personal devices ie. Cell phones, or a facility member goes to plug in another piece of medical equipment. This has happened multiple times and once it was in there a pt plugged in something and it pushed that ground plug so far it pushed out the back of the wall socket. Baxter is aware of the problem. They were replacing them last year, but has stated now customers have to pay for replacements. I have multiple emails from them this year agreeing they have a problem and that they have a replacement for it, but that it is the customer's responsibility to order and replace it. I see this as a manufacturer forcing customer to pay to replace parts in a safety issue.